Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 23.3 mmol/l (419.4 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. When removed, the pod's cannula was found bent. As treatment, a new pod was placed.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.